Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. The device was received and evaluated at the service center. The fault reported by the customer could not be verified and no other fault was found with the device during evaluation. The device was cleaned, newly calibrated, repaired, and tested for functionality. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate via phone that when activated electrodes comes into touch with optic instead of vapr vue generator -electrode-interruption - electrode continues working and scope-glass is burning. This issue was found post-operatively, there´s no impact on the patient. The procedure has been completed by using a replacement device without surgical delay.